Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment.

Event description:
Patient noticed a developing infection 9 days after treatment in a fold in her underarm. Was treated with topical and oral antibiotic. Confirmed healed one month after the treatment date.